Event description:
It was reported that a spinal cord stimulation implant procedure was performed using a lead, and the procedure was initially described as normal. About an hour later, the patient was reported to have complications with suspected potential spinal hematoma and difficulty moving the legs, and the patient was hospitalized with disability immediately following surgery. The physician elected to immediately remove the lead and left the implantable pulse generator implanted with plugs and no lead connected. A spinal magnetic resonance imaging scan was requested/considered, and a spinal computed tomography scan was planned. The issue was reported as ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from manufacturer representative (rep) who reported the surgeon told them that the patient was getting better and is able to move their feet and fully extend their knees on their own. They stated the patient would be going to rehabilitation unit soon to continue recovering.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot#serial#: (B)(6), implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 05-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.